Manufacturer narrative:
Product evaluation: only the empty lens carton was returned with the return label. The packaging inserts were returned. The lens, lens case and peel pouch were not returned for evaluation. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. An unspecified cartridge was indicated. It is unknown if a qualified product was used. The root cause could not be determined for the reported complaint. The iol was not returned for an evaluation. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that during an intraocular lens (iol) implant procedure, a scratch was observed on the lens as the iol was being implanted. The iol was removed and replaced with a backup lens to complete the procedure.